Event description:
A US distributor contacted ZOLL to report that a patient developed an open wound under the LifeVest equipment. Patient described the area as broken and bleeding rash in multiple areas of the body. It was also reported the patient has psoriasis which is being exacerbated by the equipment. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.